Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and infection(unknown onset).

Event description:
Healthcare professional reported left side device rupture with pain, fever and infected fistula of the prosthesis to the skin. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, more than three openings were assessed as surgical damage. Infection (unknown onset): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side device rupture with pain, fever and infected fistula of the prosthesis to the skin. The device has been explanted.

Event description:
Healthcare professional reported, left side device rupture. With pain, fever and infected fistula of the prosthesis to the skin. The device has been explanted.

Manufacturer narrative:
Further information: with the information collected, during the investigation, there is enough evidence to support that device lot number#: 1641399, was manufactured under controlled conditions in accordance with abbvie¿s procedures. And were no defects/problems/issues, found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable. And they confirmed, that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 112856, is not related to any additional complaint infection record reported as of today. During, the trend review of all infection complaints, for gel breast implant family for the period of march 2022 through february 2024 was noted. 1 outlier in (B)(6) 2022. The additional analysis performed, shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found, which could be associated to the infection event. So, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future, if deemed appropriate. Given the fact, that the cause of the infection cannot be specifically associated to the manufacturing process. And there is not an adverse trend for this type of event and no ER/ncr(s) or temporary changes were identified, during the investigation associated to this lot and the complaint. No corrective action is deemed necessary at this time.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12apr2024.

Event description:
Healthcare professional reported left side device rupture with pain, fever and infected fistula of the prosthesis to the skin. The device has been explanted.